Manufacturer narrative:
The manufacturer did not yet receive the explanted products for review. As no lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and (B)(4)considers this case as closed. (B)(4).

Event description:
It was reported that the patient received a znn cmn lag screw 10.5x105 on an unknown date. During explantation of the screw on (B)(6) 2013, the lag screw sheared upon attempted removal. It was further reported that "no set screw engaged."